Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that two leads were fractured during the procedure.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2024-07755. Related manufacturer reference number: 1627487-2024-07756. Related manufacturer reference number: 1627487-2024-07758. During a procedure to implant an additional lead to cover new pain area, the physician removed the existing leads from the scar tissue and attempted to reinsert the leads into the ipg header. The physician was unable to reinsert the leads into the ipg header. The physician attempted to insert the leads using anatomical forceps against manufacturer direction. While attempting to insert leads, one of the leads was torn, leaving a portion of the lead stuck in the ipg header. Intra-op impedance check revealed high impedance on that particular lead. Additionally, x-ray revealed the lead had severed. In turn, the physician chose to explant the entire drg system and proceed with a scs implant to address the issue. A scs lead and anchor were implanted.